Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0gh62, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2014. The device did not seem to help the patient's bladder. The patient recently had the device adjusted. They were thinking about doing surgery because of the patient's extreme frequent urination. The patient had a prolapsed bladder and rectum. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the patient¿s device not helping with their bladder symptoms or extreme frequent urination was that the stimulation therapy had never worked since being implanted on (B)(6) 2014. The last time the patient tried to use the therapy was in (B)(6) 2015. The patient had been to see their health care provider (hcp). The steps taken to resolve the patient¿s device not helping with their bladder symptoms or extreme frequent urination were that they went back to the hcp many times and saw the manufacturer representative too. They would reprogram the patient and the stimulation would work only for a short while and then the patient had their symptoms again. The patient started seeing the hcp and manufacturer representative since being implanted. The last time the patient went to see their hcp, they were told that they never saw a device not work. The patient wanted to know if the patient programmer should be sent in and then sent back. The programmer turned on and the patient adjusted the setting, but it didn¿t help their symptoms. The patient had cut out anything and all stuff that they could possibly think of to not drink or eat that might be a contributor. The last time the patient saw their hcp was in fall 2015 and discussed bladder raising surgery and went to 2 more specialists and was told their organs down there didn¿t need to be raised. The patient didn¿t recall the dates they were reprogrammed.